Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endoscopic left lower lobe resection, while performing thoracoscopic lobectomy, package was opened and it was found that the staple could not be loaded and the green loading staples fell, but not into the patient's cavity. The jaws could not be closed when the lungs were transected with the green staple. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endoscopic left lower lobe resection, while performing thoracoscopic lobectomy, the package was opened and it was found that the staple could not be loaded and the green loading staple on the gun body fell. The jaws could not be closed when the lungs were transected with the green staple. A new device was used to complete the case. There was no patient injury.